Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes with molding defects. The following information was provided by the initial reporter. The customer stated: it was reported that in a package of 100 tubes one was found damaged, the side of the tube melted causing the wall of the tube to collapse inward and create a hole. The outside of the tube is sticky. No visible damage to shrink wrap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes with molding defects. The following information was provided by the initial reporter. The customer stated: it was reported that in a package of 100 tubes one was found damaged, the side of the tube melted causing the wall of the tube to collapse inward and create a hole. The outside of the tube is sticky. No visible damage to shrink wrap.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes with molding defects. The following information was provided by the initial reporter. The customer stated: it was reported that in a package of 100 tubes one was found damaged, the side of the tube melted causing the wall of the tube to collapse inward and create a hole. The outside of the tube is sticky. No visible damage to shrink wrap.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to collapsed tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of collapsed tube. Bd was not able to identify a root cause for the indicated failure mode.